Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.5 x 12 mm xience v (part 1009542-12, lot 9091841), is being filed under this MFR#.

Event description:
Device issue: none. Adverse event: re-stenosis. Onset of adverse event: approximately 2 months post procedure. It was reported via a trial that on (B) (6) 2010, approximately 2 months post, a distal right coronary artery (rca) stenting procedure, the patient reported angina. On (B) (6) 2010, the patient was hospitalized for an angiogram which showed additional stenosis in the right coronary artery, not within the stented area, but within the same part of the vessel. Two new drug eluting stents were placed in an overlapping fashion within the original stents. There was no adverse patient sequela reported. One day post procedure, on (B) (6) 2010, the patient was discharged to home. Although requested, there was no additional information provided.